Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
Same case as MDR ID 2134265-2017-06853. It was reported that the patient died. The target lesion was located at the severely calcified left anterior descending artery. A 1.5 mm and 2.0 mm rotalink¿ plus were used to ablate the lesion. Following ablation, a 3.00 x 24 mm and a 2.50 x 38 mm promus element ¿ stents were successfully deployed. The procedure was completed and the patient was stable. Two (2) to 3 days later, the patient had a heart failure and died.